Manufacturer narrative:
The field service engineer found an issue with the clot sensor and replaced it. Checks and performance testing were acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The previous qc and calibration had acceptable results. A general reagent problem can be ruled out because calibration and quality control were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of questionable urea/bun results for 1 patient sample on a cobas integra 400 plus analyzer. The initial result was 155.1 mg/dl with a data flag. The result was reported outside the laboratory and the patient¿s doctor complained about the result and the sample was repeated. The repeat result was 63 mg/dl with a data flag. That repeat result was believed to be correct. The results were reported only to the patient¿s doctor. The reagent lot number was 52768201 and the expiration date was 31-oct-2021.